Manufacturer narrative:
No product will be returned for eval.

Event description:
The pt reported, she has had 6 insulin infusion sets partially separate near the luer lock. She stated she discarded all the infusion sets. The pt said that she has experienced elevated blood glucose readings in the 400's mg/dl, but does not remember exact times for the readings. She stated her normal blood glucose range is 110-130 mg/dl. The pt said she corrected her readings by bolusing insulin. The pt stated her current blood glucose readings are fine. The product was replaced. No product was available to be returned for eval.